Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(6) (oekg). The service department of oekg checked the subject device for evaluation. It was duplicated the reported phenomenon. The image on the subject device was black even the subject device was powered on, but the greened power indicator led was only lit, due to the failure of the printed circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not turn on before the unspecified procedure. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc determined there was the possibility this phenomenon was attributed to the qb board failure of the subject device. It could not identify that the cause of the qb board failure. However it might have occurred due to aging deterioration with passing more than 6 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.